Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty main board. In addition to there being no serial digital interface (sdi)2 signal out due to a damaged sdi2 connector no circuit board, additional findings were as follows: damaged front and rear panels and damaged video convector latch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii video system center had an e211 (printed circuit board failure) error code (other failure mode). The event was found during maintenance. There was no patient harm associated with the event. The device was evaluated, and it was found that there was no serial digital interface (sdi)2 signal out. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to damaged connector of the board. Olympus will continue to monitor field performance for this device.